Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and needs to charge more often. It was noted that patient was not able to get enough pain relief. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately (B)(6) of 2024 from date manufacturer was made aware.